Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through the evaluation of the returned centrimag console and a root cause could not conclusively be determined through this evaluation. The returned centrimag console was inspected for exterior damage and none was observed. The console was then operated on a mock loop with the returned motor. The console was run for 2 days and did not trigger any alarms. The system operated as intended. A full functional checkout was performed and the unit passed all tests. The console was returned to the rental pool. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the cmag primary console. The cmag motor is reported under medwatch MFR report # 2916596-2019-00243. Approximate age of device - the centrimag primary console is not a single use device. The approximate age of the device will be provided in the supplemental report when the manufacturer's investigation is completed. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6) 2018. It was reported that the centrimag (cmag) console displayed s3 (system alert) and m6 (motor over temp) error codes. The cmag console and motor were swapped out without any issues. No additional information was reported.